Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported experiencing an infection during his 2 day wear of the adc freestyle libre sensor. Customer further reported he experienced skin irritation and upon removal of the sensor, he ¿got an infected tumor on the way to (B)(6)¿. In (B)(6), customer had contact with a nurse on (B)(6) 2018 and was prescribed fucidin topical antibiotic cream for treatment of the sensor site. Upon returning to (B)(6), customer had contact with his doctor on (B)(6) 2018 and was prescribed penicillin dicillin 500 mg (antibiotic). There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. An extended investigation performed, and no issue was found during visual inspection. The extracted data using evm and sensor labview software, no error observed, sensor state is five normal terminations. No cracks observed in sensor plug assembly. No issues observed. No applicator and pack returned. Dose audit reports were reviewed and environmental monitoring reports, including bioburden and endotoxin testing, for the quarterly period during which this unit was manufactured. No abnormalities were found, and investigation showed all processes were effective. Thus, this complaint is not confirmed.

Event description:
Customer reported experiencing an infection during his 2 day wear of the adc freestyle libre sensor. Customer further reported he experienced skin irritation and upon removal of the sensor, he ¿got an infected tumor on the way to (B)(6)¿. In (B)(6), customer had contact with a nurse on (B)(6) 2018 and was prescribed fucidin topical antibiotic cream for treatment of the sensor site. Upon returning to (B)(6), customer had contact with his doctor on (B)(6) 2018 and was prescribed penicillin dicillin 500 mg (antibiotic). There was no report of death or permanent injury associated with this event.